Event description:
A peritoneal dialysis (pd) pt's wife reported during the second drain that the cycler began making an unexpected noise. The system alarmed with a scale alarm. The error could not be cleared. Technical support was called to assist. While trying to correct the alarm the cycler door was opened and there was fluid present on the cassette and pump module. Treatment was discontinued. The pt was advised to contact the pd nurse. The cassette was retained for investigation. A follow up with the patient indicated there were no signs of infection and no prophylactic antibiotics were taken. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the patient's investigation.